Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: it was reported that a 59-year-old caucasian female underwent primary breast augmentation with 300cc mentor memorygel breast implants. On (B)(6) 2018 bilateral rupture was diagnosed by a physician. Bilateral gel bleed was also noted. Upon receipt by mentor the device contained gel with clear appearance. Red material was observed within the device. Gel was observed on the shell surface. During visual examination of the device, the mentor product analysis lab observed a rent on the posterior view measuring approximately 0.6 cm. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, the mentor product analysis lab was precluded from further evaluating the device. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of rupture was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the red material observed. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: 300cc mentor memorygel breast implant, catalog #3543007, lot #134009. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent primary breast augmentation with 300cc mentor memorygel breast implants. On (B)(6) 2018 bilateral rupture was diagnosed by a physician. As a result, bilateral prosthesis replacement with allergan implants was performed on (B)(6) 2018. See 1645337-2018-07119 for contralateral prosthesis report.

Manufacturer narrative:
The device history record (DHR) for the lot number 134009 was reviewed on 12/6/2018 and it was verified that the device was manufactured in accordance with documented specifications and procedures. On 12/13/2018 mentor became aware that the fact that the patient had bilateral gel bleed in addition to bilateral rupture was erroneously omitted from the initial report submitted on 12/7/2018. Manufacturer¿s reference number: (B)(4).